Manufacturer narrative:
The wheelchair was received on 2/1/2016 for investigation and results are inconclusive at this time. An on-going investigation is active and a follow MDR will be submitted once finalized results have been established.

Event description:
Patient was being transferred into his wheelchair by the assistance of the weekend aide (credential's unknown). The aide had temporarily abandoned the patient to make the bed leaving the remainder of seating/positioning efforts up to the customer. It was at this time when the backrest assembly and patient fell backwards out of wheelchair and sustained injury.

Manufacturer narrative:
Investigation revealed that this failure mode can be linked to improper service / maintenance. The servicing dealer prior to the incident, ordered a new recline actuator and installed it on the wheelchair. The rear attaching hardware used to secure this component to the wheelchair had loosened up. Then while the patient was being transferred into the wheelchair, the rear bolt detached from the backrest mechanics and caused the backrest support to fall backwards. This event caused the end user to fall back as well and sustain injury to the head. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.